Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, it was reported that the pump had no power. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. No auditory alarms or vibratory alarms occurred. There was a blank display upon battery insertion. The battery cap measured within specifications. The battery cap was unable to fully tighten. A battery compartment crack was observed from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. The no power was due to battery compartment damage and moisture contamination.